Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a hernia mesh was used. It was reported that on (B)(6) 2013, the patient underwent a gynecological procedure and bs-lynx was implanted. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent a laparoscopic incisional hernia repair with marlex mesh and large ventralex mesh on (B)(6) 2009, due to incisional hernia. It was reported that the patient underwent laparoscopic ventral hernia repair with mesh on (B)(6) 2011, due to ventral hernia. It was reported that the patient underwent a mesh removal on (B)(6) 2013, due to erosion and lesions. It was reported that the patient underwent a turbt on (B)(6) 2014, due to transitional cell cancer of the bladder. No additional information was provided.